Event description:
--

Manufacturer narrative:
It was later reported that the shocks were a result of the noise. The physician elected to program the device therapies off at this time.

Manufacturer narrative:
Resolution was requested from the field. However, nothing further has yet been received. Information suggests this device remains in-service. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had received many shocks. This device was recently implanted. At the time of the procedure, the patient had refused a revision of their non-boston scientific defibrillation lead. Pacing impedances on this lead were now measuring >2000 ohms. Technical services discussed options and it was further reported that the issue will be discussed with the physician who will decide upon appropriate action. No adverse patient effects were reported.